Event description:
The iab was inserted into the pt on 4/25/97. On 4/28/97 the "helium leak" alarm sounded from the pump, poor augmentation was noted and the iab leaked. Blood was noted in the tubing and the iab was removed on 4/29/97. A second was inserted. Event complications: none from the event - rptd 5/27/97. Pt's current status: unk - rptd 5/27/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.